Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿

Event description:
Health professional reported an alleged lap-band where the ¿triangular hub of the port broke off.¿ follow-up info: pt reported that a surgeon, not their initial surgeon, had poked their stomach numerous times on an occasion to find the port. Pt added the incident caused pain and a hematoma from the multiple needle pokes. The device was explanted. Follow-up info: health professional from the explant surgeon¿s office added that an x-ray with barium swallow was performed and showed a ¿distinct of disconnect¿ of the port. The port was replaced.